Event description:
A malfunction was reported on the pump, identified by malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the problem recurs, and they acknowledged the instructions.